Event description:
A customer contacted beckman coulter inc., (bec) and reported that the rinse block was leaking bloody diluent (approximately 1ml) from the coulter lh 500 hematology analyzer. Customer also reported that the cassette wasn't moving on the bed. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. There was no death, injury or change to patient treatment attributed or associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse observed that tubing at pinch valve was leaking. The fse replaced the tubing and also cleaned cassette position sensors. There was no further evidence of leaking and cassette was operational. Repairs were verified per established procedures. Results meet published performance specifications. Hardware is the root cause of this event. (B)(4).